Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a reset error. The error was erased and the insulin pump use resumed, but after 15 minutes and the insulin pump reset itself again. The issue was not resolved with a new battery cap or new battery.

Manufacturer narrative:
Insulin pump passed the unexpected restart error test and displacement test. No unexpected restart error test alarm or loss of memory or reset time or date anomaly noted. Insulin pump passed the operating currents measurement, self test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Insulin pump had minor scratched display window and cracked reservoir tube lip.